Event description:
It was noted that the boston scientific (bsc) representative reported fracture on this right atrial (ra) lead and lead safety switch (lss) was triggered. The patient was seen in the clinic for troubleshooting and noted that the pacing impedance measurements were high measuring greater than 3000 ohms. There were no known accidents or falls neither any weight gain nor loss for this patient. X-ray imaging was performed, and it looked like kink in ra lead. Bsc representative noted that the device may have dropped/low and right ventricular (rv) lead had very little slack so the rep will let the physician know. The health care professional (hcp) referred the patient to the physician. There were no patient symptoms reported. This ra lead remains in service.

Event description:
It was noted that the boston scientific (bsc) representative reported fracture on this right atrial (ra) lead and lead safety switch (lss) was triggered. The patient was seen in the clinic for troubleshooting and noted that the pacing impedance measurements were high measuring greater than 3000 ohms. There were no known accidents or falls neither any weight gain nor loss for this patient. X-ray imaging was performed, and it looked like kink in ra lead. Bsc representative noted that the device may have dropped/low and right ventricular (rv) lead had very little slack so the rep will let the physician know. The health care professional (hcp) referred the patient to the physician. There were no patient symptoms reported. This ra lead remains in service. Additional information received indicated that the patient was seen in clinic for venogram. It was noted that there was noise and loss of capture (loc). The plan is to have this ra lead extracted.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient. This report contains additional information in section b5 describe event or problem and section h6 device codes.

Event description:
It was noted that the boston scientific (bsc) representative reported fracture on this right atrial (ra) lead and lead safety switch (lss) was triggered. The patient was seen in the clinic for troubleshooting and noted that the pacing impedance measurements were high measuring greater than 3000 ohms. There were no known accidents or falls neither any weight gain nor loss for this patient. X-ray imaging was performed, and it looked like kink in ra lead. Bsc representative noted that the device may have dropped/low and right ventricular (rv) lead had very little slack so the rep will let the physician know. The health care professional (hcp) referred the patient to the physician. There were no patient symptoms reported. This ra lead remains in service. Additional information received indicated that the patient was seen in clinic for venogram. It was noted that there was noise and loss of capture (loc). The plan is to have this ra lead extracted. Additional information received indicated that this ra lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is not expected to return for analysis.